Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was changing a lightbulb. Technical services (ts) was contacted, and ts discussed noise both appropriately identified and oversensed on the electrogram (egm). It was noted the noise appeared to be reminiscent of electrode issues. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing and large railing noise. Office testing was able to reproduce the noise. The shock occurred with the sensing vector set to secondary. The sensing vector has now been reprogrammed to the primary vector. Also, the shock impedance is high but within normal limits. There were no additional adverse patient effects. The system remains implanted. It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was changing a lightbulb. Technical services (ts) was contacted, and ts discussed noise both appropriately identified and oversensed on the electrogram (egm). It was noted the noise appeared to be reminiscent of electrode issues. The s-ICD system remains in service. No adverse patient effects were reported.